Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the image guide cover lens is dirty, and the connecting tube has a deposit. Based on the results of the investigation, the root cause of the reported malfunction could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the oes cystonephrofiberscope exhibited that the image guide cover lens is dirty, and the connecting tube has a deposit. There was no patient involvement.